Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basics occlusions, occlusion, prime and excessive no delivery test. All operating currents are within specification. Unit was monitored and no failed battery alarm and no weak battery alarm noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 279 mg/dl. Customer is calling back after receiving replacement cap. Customer stated that fail battery alarm recurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with bolus and set change. Customer declined to perform the high pressure test. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer stated that after set change, she did not have any further issues.